Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed for the implant in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 500cc, catalog # 3505004bc, serial # (B)(4), lot # 7653968. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent a primary breast reconstruction with a mentor memorygel breast implant 500cc and experienced rupture on the left side post-operational. The rupture was confirmed with an MRI. As a result, the patient underwent device removal on (B)(6) 2019.